Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than dried blood and body fluid noted in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis concluded the lead tip has no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this left ventricular lead was noted to have high thresholds due to a suspected dislodgment, which was confirmed via a chest x ray after the patient reported not feeling well. The lead was explanted and replaced. No adverse other than the additional procedure were reported.